Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced a fall approximately two weeks prior to evaluation. Following the fall, the patient reported sharp shooting pain down the legs when coughing, sneezing, or bending forward, which persisted for about three days. The pain was described as new and unrelated to baseline symptoms. The patient turned the stimulator off, after which the sharp pains with movement ceased. During evaluation, impedances were checked and found to be within normal limits. The patient was asked to perform bending forward, coughing, and sneezing, and did not experience recurrence of the sharp shooting pains. Three new programs were provided to the patient. No deaths, infections, illnesses, or procedural malfunctions were reported. No patient complications have been reported as a result of this event.

Event description:
Additional information was received from the manufacturer representative (rep) stating that they spoke with the patient and the sharp shooting pain that she was experiencing with coughing, sneezing, and bending forward is gone. The issue is resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.